Event description:
This solicited device case from investigation sponsored trial was received on (B)(6) 2014 from a healthcare professional. (B)(6). Study ID: (B)(4) study involving synvisc one. This case concerns a (B)(6) female pt who experienced severe pain in left knee and not getting any relief from synvisc one injection after receiving treatment. No past drugs, medical history, concomitant medications or concurrent condition was reported. On (B)(6) 2014, the pt received treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) into unspecified knee. On an unk date in (B)(6) 2014, pain started several weeks after the injection. It was reported the pt was not getting any relief from the synvisc one injection. On (B)(6) 2014, the pt was exited from the study. Following discontinuation from study, the pt had a corticosteroid injection and was schedules for a left knee replacement. Action taken: permanently discontinues. Corrective treatment: corticosteroid injection. Outcome: unk. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality: definitely related for the event pain in the knee. Company causality: associated for both events. Seriousness criteria: intervention required for the event of pain in the knee. Add'l info was received on 09/24/2014. Ptc results were added.